Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up via ac or battery power. The unit was evaluated at philips and the failure was verified. The processor pca was replaced to resolve the reported issue.

Event description:
The customer reported the unit failed to power up via ac or battery power.